Event description:
A nurse at the user facility reports during cataract surgery, the surgeon dropped the lens during insertion, resulting in a pc tear. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause determination, is in progress.